Event description:
Customer's mother reported a button error on customer's insulin pump. The alarm cannot be cleared. Replacing the battery did not resolve the issue. The device was in customer's pocket the entire day. Customer's blood glucose is 124 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.